Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call no delivery alarm on the insulin pump. Customer's blood glucose level was 13.2 mmol/l. Customer performed the self-test and passed. Customer received no delivery alarm during bolus delivery. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had no unexpected no delivery alarms noted. The insulin pump passed pump self-test, off no power test, error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The operating currents were in specification. The insulin pump had minor scratches on lcd window, stained address/serial number label, cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and stained end cap sticker.